Manufacturer narrative:
Approximate age of device- 4 years and 11 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. On (B)(6) 2013, the customer submitted the patient's system controller log file to the manufacturer for analysis due to continuous driveline disconnect alarms. It was reported that after lifting a piece of heavy equipment, the patient dropped the equipment which caught on the percutaneous lead (driveline) causing it to pull the pump. The patient stated feeling the pump pull down inside the chest and the driveline disconnected alarms started right after that. Upon arrival to the emergency room (ER), the patient's system controller was disconnected from the driveline as it had been off for approximately an hour. The vad coordinator examined the outer portion of the patient's driveline which seemed and properly connected to the system controller. Review of the submitted log file by the manufacturer¿s technical services representative confirmed the driveline was disconnected between 14:35:21 to 14:35:58. The driveline was reconnected at 14:35:59 and then disconnected between 14:36:03 to 15:31:03. X-rays were requested. Additional information has been requested however have not been provided.

Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. A direct relationship between the device and the reported event could not be conclusively determined through this evaluation; although the evaluation of the submitted log file confirmed the reported driveline disconnect. The account reported the driveline became disconnected due to the patient lifting and dropping an object that became caught on the driveline, pulling it from the controller. Additional information was requested, but further information was provided. No atypical events were captured. Excluding the disconnection, the system showed normal device operation above the low speed limit for the duration of the log file. The heartmate ii left ventricular assist system instruction for use (IFU) warns that if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. Section 7 includes the driveline disconnected alarm and proper action to resolve the alarm. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.